Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not providing adequate relief. The patient reported no falls or trauma. A company representative met with the patient to try different contact combinations for the patient to feel sttimulation which was not successful. The patient had surgery to have the leads replaced with effective therapy restored post-operatively.